Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implant is at end of service (eos), off/disabled and no longer providing therapy as of (B)(6) 2017. It was stated that the device stopped working and they are supposed to schedule a change of battery. A call your doctor screen was seen but they are not sure if it showed eos or elective replacement indicator (eri), but they think it was a warning screen. There was no allegation/dissatisfaction with implantable neurostimulator (ins) longevity, and there were no related patient symptoms. Follow up with the healthcare professional (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.